Event description:
An implantable pulse generator (ipg) system was returned from a histologist for disposal with no information. Information identified in the manufacture¿s database indicated the patient died approximately 10 months post implant of the ipg system, approximately 2.5 years ago.

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Products: 407645 implantable pacing lead implanted: 2010 (B)(6); 407652 implantable pacing lead implanted: 2010 (B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013. (B)(4).